Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent undersensing which caused the device to deliver ventricular paced beats early. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.